Event description:
Head came off during surgery. While reducing a spondylolisthesis on l4 with the standard persuader, the screw head of the preassembled pedicle screw clicked off the bone screw.

Manufacturer narrative:
(B)(4): an internal investigation was conducted. The collet in the screw head is very high and rotated 45 degrees within the head. The t25 interface and the primelock thread of the bone screw are scratched. The complained pedicle screw was analysed for conformance to print specifications and the device history records were researched. It was found that the implant was manufactured according to the specifications and no abnormal findings were identified. A possible reason for the turning and blocking of the collet can be a conflict between and anatomical structure and the screw head during screw insertion or during the adjustment of the screw head orientation. (B)(4): placeholder.

Manufacturer narrative:
Subject device has been received. Investigation is on-going. No conclusion can be drawn.

Manufacturer narrative:
Device was used for treatment. The device history record was reviewed. Review of the label log was completed and found acceptable. No discrepancies were noted that would be associated with this complaint.